Event description:
Information was received from a patient. It was reported that they were having to recharge their implantable neurostimulator (ins) more frequently. The patient confirmed that they had the settings changed on their ins about six months ago. It was reviewed that changing the settings on the device may be the reason that the patient had to recharge more often. It was noted that the issue started about a month prior to the date of this report. No patient symptoms were reported and there were no complications. Indication for use is post lumbar laminectomy syndrome.